Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction no illumination was traced to slipped out of light guide bundle. However, the probable cause of dirt on light guide lens could not be established. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During device evaluation, the repair center technician identified the device had had dirt on light guide lens and no illumination. There was no patient involvement.